Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels of up to 400 (mg/dl) since (B)(6) 2016. Reportedly, customer stated that they have been experiencing stress that may be contributing to elevated bg levels. Customer administered boluses with the pump and programed a temporary increased basal rate to treat bg levels. System check with tandem technical support indicated pump was performing as intended. Customer indicated that they had an appointment with their health care provider to discuss diabetes management.